Manufacturer narrative:
Continuation of d10: product ID a51200 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the ins being off and needing to be turned back on was not determined. Hcp stated the ins turned itself off. The patient kept a log of when they charged it and if it said ins was on or off - only saw it was off one time in 2 months. The cause of the por was unknown. Patient had no falls/ emi exposure/ or trauma. The patient saw the hcp on (B)(6) 2025 and when the hcp went into the settings again it said por detected. It was reported the issue was not yet resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the caller stated they spoke to patient's representative (rep) today and the rep advised that the caller call patient and technical services (pats). The caller stated that for 'several months' the pt has not been getting good symptom control. The caller stated they connected to the ins with clinician app and noted seeing 'power on reset detected' but had no more info on that message. The caller states the ins was off. The caller states the pt charges ins every 4-5 days and has only let his ins fully deplete to the point of turning off one time. The caller states there have been two other times in the recent past where they had to turn the ins back on. The caller stated they charged the ins for a couple minutes today in office and then checked the clinician app charging diary and it showed that last charge session in (B)(6). Agent had caller check the date and time on the handset and it showed tues (B)(6) 6:54 am. Considering that por displa yed right away today, considering the incorrect date and time and considering the pt's on/off allegations--agent advised that the caller have the pt keep track of charging in a personal log and also advised the pt to check the ins daily in the pt app to see battery levels and on/off status as agent suspects the ins is actually depleting when there are sudden ins off allegations. Agent advised logs/reports can be pulled at the next appointment and the data showing in clinician app should reflect correct dates/times.